Event description:
Per information provided: on (B)(6) 2015 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of ventralex st (device #1). Per operative notes,¿ the hernia sac was identified and excised. The hernia defect was placed with ventralex st and sutured.¿ on (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of ventrio st (device #2). Per operative notes, ¿the hernia sac was encountered and dissected and ventrio st mesh was placed and sutured.¿ on (B)(6) 2018 - patient was diagnosed with recurrent incisional hernia thereby underwent robotic assisted laparoscopic repair with implant of two ventralight st (device #3 and #4). Per operative notes, ¿the adhesions were removed. The hernia defect was noted in middle of the mesh in the lower half and larger defect in upper half. The mesh in the upper half (device #1) was folded over itself and removed in piecemeal fashion and lower mesh (device #2) was adherent. The ventralight st mesh (device #3) was placed in upper defect and another ventralight st mesh (device #4) was placed in lower defect and sutured."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard/davol ventrio st (device #2). An additional supplemental emdr was submitted to represent the bard/davol ventralex st (device #1). Note, the manufacturing date (15-jan-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.